Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 2 months after the dental implant was placed in ada site 18 in the mouth, the implant failed to osseointegrate in type ii bone. Clinician reports an infection, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that nearly 2 months after the dental implant was placed in (B)(6) site 18 in the mouth, the implant failed to osseointegrate in type ii bone. Clinician reports an infection, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)